Event description:
It was reported that shortly after implant, the ventricular lead exhibited an increase in thresholds. The lead outputs were reprogrammed to high levels. Two months later, during a routine follow up visit, the patient was experiencing diaphragmatic stimulation. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.